Event description:
It was reported that the patient received phone calls from the manufacturing representative noting that end of service (eos) was coming up. The manufacturing representative went to the case on the day of report expecting to do a prophylactic replacement. When the manufacturing representative spoke to the patient prior to the procedure and the patient reported that for the last several recharging sessions the device seemed to get warmer than usual and then one day around a month prior to report the device just quit working. Prior to the device quit working the device was working perfectly. The manufacturing representative was unable to interrogate the device with the physician programmer. When the doctor attempted to explant the old device the proximal end of the extension was noted to have wires exposed. It was unknown if this occurred prior to explant or if it occurred during explant. Scissors were used to help peel back layers of tissues and some tugging was done to remove implantable neurostimulator (ins) from pocket. Actions required as a result of the event included replacement. Patient symptoms or complications associated with the event included loss of use at the location of ¿full body.¿ nothing out of the ordinary was noted during retrieval of the old device for replacement until everything was exposed and removed. The patient had no report of failed or therapy problems until the ins quit working suddenly around one month prior to report. Later it was reported that the patient was receiving effective therapy. The patient was healing from the revision okay. The patient had great coverage of painful areas and adequate pain relief. The patient declined to get together with the manufacturing representative for reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377745, lot# v006412, implanted: (B)(6) 2006, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins battery found no significant anomaly. It was determined that the battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 65. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2012. The device was recharged for 34 minutes and the battery charged from 3.745v to 3.820v. The battery discharged to the lock mode on (B)(6) 2012. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2012. Analysis of the extension, serial # (B)(4), found no significant anomaly. It was determined that the extension body was cut through or segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.